Event description:
Adverse event(s): "severe night vision" (vision impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with severe night vision complaints following bilateral intraocular lens (iol) implant surgery. This iol was exchanged for a different model lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 06/25/2010, 07/06/2010, and 07/12/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).